Manufacturer narrative:
(B)(6). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter and subsequent dvts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required and will continue to require extensive medical care and treatment. As a farther proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter and subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required and will continue to require extensive medical care and treatment. As a farther proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt¿s, blood clots and occlusion of the ivc filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), approximately on or about eight years and eight months post implantation of the ivc filter the patient reports that filter has been in place more than ninety days and it is too risky to attempt retrieval. However, no attempted removal of the filter has been noted. The patient also reports suffer from fear of possible failure in the future. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter and subsequent deep vein thrombosis (dvt). According to the information received in the patient profile from (ppf), approximately on or about eight years and eight months post implantation of the ivc filter the patient reports that filter has been in place more than ninety days and it is too risky to attempt retrieval. However, no attempted removal of the filter has been noted. The patient also reports suffer from fear of possible failure in the future. The patient¿s medical history and the indication for the filter implant have not been provided and there is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported blood clots, clotting and occlusion could not be confirmed and could not be further clarified at this time. Deep vein thrombosis, blood clots, clotting, and device occlusion related to clotting do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. A device malfunction has not been reported at this time. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter and subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required and will continue to require extensive medical care and treatment. As a farther proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), approximately on or about eight years and eight months post implantation of the ivc filter the patient reports that filter has been in place more than ninety days and it is too risky to attempt retrieval. However, no attempted removal of the filter has been noted. The patient also reports suffering from fear of possible failure in the future. Per the implant records, the filter was indicated for chronic deep vein thrombosis (dvt) and hypercoagulable syndrome. Using seldinger technique, a trapease sheath was placed in the right common femoral vein and an inferior venacavagram was performed revealing a normal inferior vena cava (ivc). The trapease ivc filter was placed below the renal veins and confirmed by angiography. Approximately eleven years and eleven months after the filter was implanted, a computerized tomography angiogram of the abdomen and pelvis was indicated for filter evaluation. The angiography reported a trapease non retrievable ivc filter present within the infrarenal ivc, with both the proximal and distal apices tilted and embedded in the caval wall. The ivc is patent with no obvious thrombus within the filter and stenosis of the left common iliac vein secondary to compression between the right common iliac artery and spine was noted. No iliac occlusion, no definite collaterals and patent bilateral common femoral veins. Incidental findings included multiple hypodense hepatic lesions which are probable cysts. According to the information received in the patient profile form (ppf), the patient reports tilting, filter embedded in wall of the ivc and in place over ninety days; too risky to attempt retrieval, becoming aware of these events approximately eight years and eight months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and caused blood clots, clotting and occlusion of the inferior vena cava (ivc) filter and subsequent deep vein thrombosis (dvt). According to the information received in the patient profile from, approximately eight years and eight months post implant the patient reported that the filter has been in place more than ninety days and it is too risky to attempt retrieval. However, no attempted removal of the filter has been noted. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter implant was chronic deep vein thrombosis (dvt) and hypercoagulable syndrome. The filter was placed via the right common femoral vein and placed below the renal veins and confirmed by angiography. Approximately eleven years and eleven months post implant, a computerized tomography angiogram of the abdomen and pelvis was performed to evaluate the filter. The exam noted a trapease ivc filter present within the infrarenal ivc, with both the proximal and distal apices tilted and embedded in the caval wall. The ivc is patent with no obvious thrombus within the filter and stenosis of the left common iliac vein secondary to compression between the right common iliac artery and spine was noted. No iliac occlusion, no definite collaterals and patent bilateral common femoral veins. Incidental findings included multiple hypodense hepatic lesions which are probable cysts. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported blood clots, clotting and occlusion could not be confirmed and could not be further clarified at this time. Stenosis of the left common iliac vein secondary to compression between the right common iliac artery and spine was reported, this is usually associated with may thurner syndrome which increases the risk of dvt in the left extremity. These events do not represent a device malfunction, rather, patient and pharmacological factors may have contributed to these events. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without the procedural films and post-implant imaging available for review, the reported events could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.